Event description:
A pump malfunction was reported by the caller, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue arose again, which the caller acknowledged and understood.